Event description:
On (B)(6) 2013 at (B)(6) hospital, (B)(6) stated that a defective battery error message displayed on cardiohelp unit (article number 701048012; serial number (B)(4)) and the unit's batteries would not hold a charge. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The cardiohelp was evaluated by a technician at (B)(4) in (B)(4) and the sensor panel and the battery were replaced. The device passed all tests per the service protocol. (B)(4).